Event description:
Additional information was received that the patient was assessed for concerns of left ventricular non-capture. Evaluation indicated adequate lv capture with low evoked response therefore auto measurements turned off. Sensitivity was adjusted to resolve and the patient planned to follow-up with their primary cardiologist. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).